Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the unit alarmed due to a data acquisition pcb adc reference failure and the display became black. There was no patient involvement.